Manufacturer narrative:
Device was initially received for the complaint that the cassette sensor was defective. During investigation found that the defective flex sensor was found to be defective. This malfunction makes the event reportable. The review of event log found that there are no errors related to the customer complaint. The review of service history found that there were not have any services reported previously. The visual and functional testing was performed. The root cause was the flex circuit sensor defective, and it was replaced. The device passed all performance verification testing after repair.

Event description:
It was reported that the cassette sensor was defective, and the event occurred during testing. During investigation found that the defective flex sensor was found to be defective. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.